Manufacturer narrative:
Patient information was unavailable from the site. Unique device identification (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The monitor has not been returned to the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system was not functioning as designed. There was no patient present when this issue was identified. No additional information was provided.